Event description:
It was reported by legal that a patient was revised to a total knee prosthesis approximately one year and nine months post an initial right medial unicondylar knee arthroplasty. About a year and a half post implantation, the patient presented with pain without a known trauma or injury. CT scans showed femoral component implant fracture with fragment and bearing displacement, femoral radiolucencies indicating loosening, pronounced soft tissue calcifications, and marked joint effusion. No further information has been provided at this time.

Manufacturer narrative:
(B)(4). D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D:10: 159582, oxf anat brg rt lg size 3 PMA, lot 7500507; 154725, oxf uni tib tray sz d rm PMA, lot j7506082; 166943, oxford uni twin-peg femoral lg, lot j7670007. G2: foreign - event occurred in germany. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k171540. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, d9, g3, g6, h2, h6, h11. The following section was corrected: h6 - component code. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by legal that a patient was revised to a total knee prosthesis approximately one year and nine months post an initial right medial unicondylar knee arthroplasty. About a year and a half post implantation, the patient presented with pain without a known trauma or injury. CT scans showed femoral component implant fracture with fragment and bearing displacement, femoral radiolucencies indicating loosening, pronounced soft tissue calcifications, and marked joint effusion. During the revision, the femoral component was found loose with fragmented cement bed. The tibial implant was chiseled out, and the bearing fracture was confirmed. All components were revised to competitor product. No further information has been provided.